Manufacturer narrative:
At this time, microline surgical, inc is awaiting the disposable tip back from the importer/distributor and an investigation will be conducted. A final adverse event report will be submitted with the results.

Event description:
The heat shrink fell into the abdominal cavity during an operation.